Manufacturer narrative:
Follow-up #1: date of submission 08/18/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 07/28/2016 with the following findings: on investigation the keypad cover was noted to be peeling from the pump. On testing, all the keypad buttons demonstrated intermittent unresponsiveness. The keypad cover was removed for investigation and revealed contamination and moisture on the contacts of all the keypad buttons. Investigation confirmed the complaint. Unrelated to the original complaint, the battery compartment was cracked from top traveling to bumper and from case seal traveling to bumper. Additionally, the cartridge compartment was cracked and the display was dim/faded and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue; unresponsive up aarrow, down arrow and ok buttons. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.